Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vicmo12.6 implantable collamer lens, diopter -12.0 into the patient's left eye (os), the lens tore. The lens was implanted and removed intraoperatively on (B)(6) 2018. Reportedly, on (B)(6) 2018 an alternate lens was implanted and the problem is resolved. The reporter states "the dehydration of the foam tip" is a possible cause of the lens tear.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry, in micro-centrifuge vial. Visual inspection found the lens optic torn. There was residue on the lens surface. Claim # (B)(4).